Event description:
IV pump and channel infused an entire bag of versed over three hours when the rate was set at 5ml/hr, and it was 100ml bag. The patient was monitored and no changes in vital signs. Patient was on the vent during the entire infusion.